Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic tubal ligation. According to the reporter: part of the non-bladed obturator insertion tip broke off. The piece was recovered.

Manufacturer narrative:
(B)(4).